Event description:
Received a call from the sales rep reporting that the pt had a breast reduction during 2000. Wound dehiscence and surgical wound site infection was noted 3 to 4 weeks post op. Physician performed a debridement of the wound. The pt has recovered.